Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that during a procedure the laser shut down and restarted on its own. The case was completed using an alternate system. There was no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was replicated. The core module was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming core module. However, how or when the module became nonconforming cannot be determined conclusively. (B)(4).